Manufacturer narrative:
Detailed product information was not provided to bsc. We could not obtain the information, as this was reported via medwatch and details regarding facility, physician, and patient were unavailable. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the mustang device confirmed that the event of balloon material rupture is known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported via medwatch mw5182023 that the balloon ruptured occurred. The patient presented with right arm malfunction of arteriovenous access. A 12.0 40mm/75cm mustang balloon was selected for use. However, during the balloon angioplasty, it was noted that the body of the balloon ruptured.

Manufacturer narrative:
Detailed product information was not provided to bsc. We could not obtain the information, as this was reported via medwatch and details regarding facility, physician, and patient were unavailable. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via medwatch mw5182023 that the balloon ruptured occurred. The patient presented with right arm malfunction of arteriovenous access. A 12.0 40 mm/75 cm mustang balloon was selected for use. However, during the balloon angioplasty, it was noted that the body of the balloon ruptured.